Event description:
An implantable pulse generator (ipg) system was returned from carmon community funeral home with no information. Information identified in the online obituary reported that patient died approximately three months post implant of the ipg. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086 implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. Visual analysis only was performed.

Manufacturer narrative:
Corrected information.